Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. Upon eval, there the brown (drvn gnd) wire was detached from the solder joint at the te3 pad inside distribution node (dn). The cause of the constant gong alarms is the open wire. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll to repot constant gong alarms. The pt was issued a replacement electrode belt.